Event description:
It was reported that the pump's keypad power button was intermittent and possible main board replacement. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. Device cosmetics in excellent condition. Event history log (ehl) showed: acu (auxiliary control unit) watchdog failure. Power up process was performed and key pad functions were tested. The reported problems were duplicated. All buttons on key pad tested and found functioning as intended. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced key pad for preventive measure; performed functional test which passed.